Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported leak. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported leak could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 5 functional tricuspid regurgitation (tr) and an enlarged atrium for a triclip procedure. During the procedure, a triclip steerable guide catheter (tsgc) was advanced within the patient. Upon advancing a trclip cds it was identified that the tcds did not have the 3-way stopcock attached. While retracting the tsgc the tip of the clip became caught on the tip of the steerable sleeve. Troubleshooting was performed and the clip was able to be retracted successfully. A replacement triclip was successfully implanted, upon retracting the tcds it was visualized that the tsgc lost fluid column. The tsgc was aspirated and then removed successfully without introducing air to the patient. The procedure was discontinued; the final tr was grade 3. There were no adverse patient effects or clinically significant delays reported.